Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of implant unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced lead migration. In turn, the patient underwent surgical intervention wherein existing lead was explanted and replaced to address the issue. Therapy was restored post procedure.